Event description:
The blade fell apart producing shards/metal debris in the joint. The surgeon removed/flushed out debris. No known adverse events at this stage. The sales representative spoke directly to the customer after the event / on the day. According to theatre staff, the shaver was in oscillation agg mode (aggressive) initial setting approx. At 1500 rpm. The surgeon asked for a speed increase to max speed at 3000 rpm as was not happy with resection performance. The surgeon reported grinding feeling/feedback in the handpiece with metal shards coming out. The shards were collected and washed out.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.